Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call that the insulin pump alarmed failed battery test. Blood glucose value was 317 mg/dl. The contacts on the battery cap are not missing or damaged and the battery compartment and spring are not damaged or corroded. It was advised to clean the battery cap and insert a new battery; customer received a failed battery test alarm. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would need to be replaced. The insulin pump was not replaced or returned for analysis.

Manufacturer narrative:
Device passed displacement test, unexpected restart error test and all operating currents tested within the specification range. Device was monitored and tested with no failed battery test noted.